Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery couldn¿t be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.